Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing separated from the cartridge due to the cartridge line being pulled. Cartridge change was performed resolving the issue. Customer¿s blood glucose level was 252 mg/dl.